Event description:
Attorney report: pt sustained injury and damages associated with her use of defective product, the bard composix kugel mesh. Specifically, as a result of having a composix kugel mesh implanted in pt, pt suffered disabling pain and required surgical intervention. Based on provided medical records: on (B)(6) 2006 - pt underwent incisional hernia repair with composix kugel mesh implanted. Omentum and small bowel were noted to be densely adherent to anterior abdominal wall surrounding the hernia defect. Two small hernia defects were found superior to main defect. On (B)(6) 2007 - office visit. Recent CT scan showed a large wide-mouthed hernia at least 9 cm in diameter without noted evidence of obstruction. On (B)(6) 2007 - pt underwent repair of recurrent incisional ventral hernia. During the procedure enterolysis, repair of enterotomy x2, and removal of mesh was performed. Dense adhesion to anterior abdominal wall with small bowel in colon and omentum, these were taken down resulting in two moderate size enterotomies, which were repaired. The hernia sacs were excised bilaterally.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA (B)(4). Subsequently, davol has rec'd additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information rec'd. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has rec'd to date. The medical records provided indicate that the pt had and was treated for a recurrent hernia, which included explant of the implanted mesh. The (B)(6) 2007, operative report does not include any detail related to the mesh or the physical explant of the mesh. Additionally, the medical records provided do not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information, no bard mesh device failure occurred.